Event description:
It was reported that the patient was asymptomatic during the event. It was reported that the implantable cardioverter defibrillator (ICD) was not set to MRI mode prior to an MRI procedure and went into backup vvi. Backup defibrillation therapy was not available during the backup vvi. A device download was performed successfully. The patient was asymptomatic with no patient consequences.